Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly patient reports that while walking he suddenly felt a sharp pain in the area of the left hip and fell down. Basg ref.: (B)(4).